Manufacturer narrative:
The actual device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. A device mfg record review was conducted and conformed there were no deviations or non-conformances during the mfg process. Product labeling, mater, and process controls were within specifications.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the device manufacturer's evaluation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support stating that he was receiving the drain line is blocked message. He added that he disconnected the old solution bags and reconnected with new solution bags without disconnecting from the patient line. Upon follow up with the patient's pd nurse, she stated that she was aware of the patient switching the supply bags during treatment even after being instructed not to do this. The patient was subsequently diagnosed with peritonitis and admitted to the hospital. The pd catheter has been removed and the patient has changed modalities to hemodialysis. There are no allegations of device/product malfunction. She agreed to provide patient medical records.